Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device encountered a "cell phone fault" error. There was no report of actual harm to patient or user reported with this complaint.